Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow sensor was difficult to latch the cover. The device was not changed out, as the sensor still functioned and was used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr installed a new flow sensor on the system. With the flow sensor replaced, the unit operated to MFR specifications, and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.